Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented to the hospital due a none related injury. The device was interrogated at the follow up the even though the battery was too low and the patient was found to have a slower rhythm then expected with the programmed parameters of 35 beats per minute with no pacing seen. The patient was put on increased follow ups, but did not want to attend the increased follow ups. Upon interrogating the device it was noted that the device was at ert and not capturing thus the device was programmed from vvi to ddd and it was not possible do a thresholds test due to loss of capture, and the device could no longer be interrogated. The device was explanted and will be returned. No adverse patient effects were reported. The patient was pacemaker dependent.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing,and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. A visual inspection of the device header and case noted no anomalies. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.